Event description:
It was reported that during a colon procedure, the device cut but stapled partially. Some staples were not closed but were recovered by the surgeon. Another like device was used. There was no adverse pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.